Event description:
Oversensing in the ventricle after 9 months. It could not be remedied by a lead revision. ICD was explanted.

Manufacturer narrative:
The device first underwent a status interrogation. The voltage of the battery was interrogated as 6.16 v (bol); 61 charge processes were documented. A check of the stored episodes confirms the complained-about oversensing. The shock table documents postoperative charge processes, most of them having been cancelled. In some charge processes, a shock was delivered. The ICD underwent an electrical and mechanical analysis. The anti-bradycardiac output signal was correct and equivalent to the programmed values. A fibrillation signal was fed, and the device reacted according to specification with 30-joule defibrillation shocks. The energy level of 30 joule was reached. The charge times were normal. The connection system of the ICD was checked. A leak in the connection system of the ICD was found in the process, due to which the lead conductors were no longer completely insulated. This led to the complained-about oversensing. The further analysis showed that the leak was the result of a singular manufacturing defect.